Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, performed visual inspection and found 2 of 5 sensors with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had change sensor. The customer¿s blood glucose was unknown. The sensor will be returned for analysis.